Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance anomaly. This rv lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the lead was returned in two segments severed approximately 170 millimeters (mm) from the terminal end. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Calcification was noted throughout the outer insulation of both segments. The terminal segment was noted to have both inner and outer insulation damaged while the tip segment had the outer coil stretched out with tears in the outer insulation. Additionally, outer insulation abrasion was noted on the tip segment which was exposing the outer coils approximately 70mm from the tip end. The insulation damage was consistent with lead on can abrasion. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance anomaly. This rv lead was successfully replaced. No additional adverse patient effects were reported.